Event description:
Patient reported that the issue was with the cervical stimulator, right side. Turning stimulator up was too much for patient. They turned it down and everything was working good. The issue was resolved. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
B5: new information suggested the device was working as intended however the patient¿s experience was high stimulation based on the settings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(4) implanted: (B)(6) 2022 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they had to go to the hospital for a MRI and they wanted to know if they could get the MRI done without the implanted neurostimulators being in MRI mode as their controllers were at home which was two hours away from the hospital. Agent reviewed requested information with the pt and redirected the pt to hcp. Pt will provide hospital with nas phone number to see if a rep might be available for possible assistance. Pt noted that their stimulators were off since the therapy would shock them. When asked for the event date, pt said that it was about last june or july. Pt said that the stimulators were then fixed in like march so they had the stimulation on low, but then their neck was shocking again and their arms went out so they turned off the stimulators again. Patient provided an updated last name, so agent sent an e mail to prs for update.

Manufacturer narrative:
Product ID 97715, serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they just got shocked from their cervical stimulator. Patient stated that the ins hadn't been on for a couple weeks, so they turned the stimulation back on after recharging the ins, and when the stimulation was turned back on the ins shocked them so bad that they threw the controller. Pt said that they turned the ins off and then turned the ins back on to turn the stimulation down since they had the therapy settings up higher since their neck was hurting. Pt then turned the ins back off. Patient services (pss) redirected pt to hcp to further address the reported issue. Pss also advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response.